Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the battery handpiece device bearings were not functioning, the device had heavy debris and the trigger was broken. It was further determined that the device failed the following pre-tests: general condition, check for leakage, check proper function of the triggers, check of free moving, check function of all modes and check response of on/off trigger. It was reported in the service order that the device battery handpiece device trigger was damaged and the saw attachment device was not working. The battery handpiece device was in use with a lid device and the saw attachment device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.